Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -2.5 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault, glare, haloes, blurred vision, inflammation, angle closure with elevated iop and very shallow ac. The patient had a loss of best corrected visual acuity. The lens was explanted and there was enlargement of incision. The patients condition on the last visit was hyperaemia and small disc hemorrhage inferiorly. The patient's post-op best corrected visual acuity was 20/30.

Manufacturer narrative:
(B)(4). Corrected data: the reporter indicated that the surgeon implanted a 13.7 mm vicmo13.7 implantable collamer lens, -2.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on 06/20/2016 due to excessive vaulting, glare/haloes, blurred vision, inflammation, angle closure with elevated intraocular pressure, and very shallow anterior chamber. The patient had a loss of best corrected visual acuity (bcva). The lens was explanted on (B)(6) 2016 and there was enlargement of incision. The surgeon performed an anterior chamber irrigation/evacuation of remaining visco/fluids and a pars plana vitrectomy to drain the acqueous misdirection. The patient's condition on the last visit was hyperaemia and small disc hemorrhage inferiorly. The patient's post-op best corrected visual acuity (bcva) was 20/30. User facility is the incorrect report source, should be distributor. (B)(4).